Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2013 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole distal to the suture wing." No adverse trends were identified. The reported complaint description is unable to be confirmed, as no sample was returned. Without receiving product for evaluation, the root cause is unable to be definitively determined for this incident. Based on the event description the most likely root cause of the split in the catheter tubing is a result of device being over-pressurized. Contributing factors may include proper/incomplete flushing (which led to an occlusion). However, without receiving a sample for evaluation, we cannot definitively determine a root cause for this complaint. Manufacturing process controls in place for the PICC device includes in-process visual inspection for damage or defects, as well as 100% air leak tests and guidewire insertion checks for lumen patency. Incoming inspection process controls for the PICC catheter tubing include visual inspection as well as a guidewire insertion check for lumen patency. The vaxcel pasv PICC dfu (directions for use) that is supplied with the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).

Event description:
As reported by navilyst medical's distributor in the (B)(6). "Pt had PICC placed 3 weeks ago in preparation for chemotherapy. When pt came to outpatients, the clinical nurse noticed a split in the line, around 4cm from the port. Instead of removing the line, it was cut and a bard repair kit was applied. The line would not flush. The line was cut again and another bard repair kit was applied. The line was flushed successfully. However, it was decided to remove the line completely and the chemotherapy was abandoned. The pt is to yet to receive another line and commence chemotherapy. The original line was discarded and thrown away and is not available to be sent for further investigation."